Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). The device was replaced and the patient was then treated with intravenous medication. No additional adverse patient effects were reported.